Event description:
Affiliate reported that the device was revised as a shunt infection and a possible blockage of the valve was suspected.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device. Review of the device history record confirmed the valve met specification requirements when released to stock. The sterilization records were also reviewed and it was confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.